Event description:
It was reported that the device was presenting primary audible alarm during background post. No patient injury was reported.

Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. Evaluation of the event history log found the following errors: battery not working, base not responding, super cap post alarm, battery timeout, pump motor drive off post alarm, and motor phase b post alarm the allegation of "battery not working" was able to be duplicated. The root cause of the reported issue was found to be from low battery or bad main board. Actions were taken to mitigate the reported issue: replaced battery and main board and recalibrated and tested per procedure. A corrective and preventative action has been opened to address the reported issue. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Pump is over 5 years old. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.